Event description:
Complainant alleged that while setting up the device prior to pt-use the device failed to switch from pace mode to monitor mode. The device was unable to analyze. Complainant indicated that there was no pt involvement in the reported malfunction.